Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test. The insulin pump had broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a damage and high blood glucose. The blood glucose at the time of the incident was 485 mg/dl at the time of the incident. The customer states she woke up with the high blood glucose and treated with a bolus and manual injection. The customer blood glucose of the call was 380 mg/dl. The customer was experiencing nausea and aching. The customer did not contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer states there are some loose pieces on the battery cap. The device will be returned for analysis.